Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced syncope. Technical services (ts) was contacted to review the available information, upon review, no episodes were noted to be stored related to the syncopal event which made the health care professional believe the syncope was related to a neurologic event and not to device performance; however, two episodes of oversensed noise in the right ventricular (rv) channel were observed two days prior. This rv lead remains in service. No adverse patient effects were reported.